Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was not detected on the bus. A field service engineer (fse) troubleshot an issue where main drawer 3.1 was not detected on the bus. Initial steps included manually removing cubies and replacing the module controller, but the issue persisted. No problems were found with the retractor band or pyxibus cable, so a mother of all boards or motherboard (moab) replacement was ordered. Later, the drawer assembly for 3.1 was swapped, and diagnostics confirmed proper functionality. However, drawer 3.2 showed an open or close sensor issue, which was resolved by repositioning the sensor and reinstalling the catch. Both drawers were successfully tested in diagnostics and by the customer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.